Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer, when the button was pressed to retract needle, tubing and dirty needle flew out the back where the needle is supposed to go in to. No interventions, no injury, no mucous membrane exposure.